Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that during an unknown procedure that the anchor was broken during awling. The device did break in the patient and was removed, however, the hole was left empty and a new one was prepped for the backup device after a ten minute delay. A tap was used. The patient is reported to be okay post-operatively.

Manufacturer narrative:
Evaluation narrative - one 4.5mm healicoil sa pk inserter was returned for evaluation. No anchor or sutures were returned for examination. Dimensional assessment of the insertion device confirmed it meets print specification. No damage was observed. With the limited clinical details regarding patient bone quality and lack of the anchor, a root cause cannot be determined. No further investigation is warranted at this time. (B)(4).